Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. Customer's blood glucose at time of the event was 50 mg/dl which was treated with food. Customer experienced symptoms of low reading such as confusion and sweating. Customer also reported getting change sensor alert and bleeding at site. Customer stated they were not using automode at the time of incident. Troubleshooting for low blood glucose was performed. Insulin pump is not expected to return for analysis.